Event description:
It was reported that during a da vinci s gynecological procedure, the monopolar cautery energy function did not work. Prior to contacting an isi technical support engineer (tse), the site reported that they exchanged instruments, cautery cables, and the generator; however, they were unable to get the cautery function to work. The tse instructed the site to install an external footswitch and check the grounding pad. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure, as the pt had been under anesthesia approx 1.5 hours. No pt harm was reported.

Manufacturer narrative:
The site called an isi technical support engineer (tse), to report that after the case was completed, their biomedical dept. Was unable to duplicate their reported failure mode as functional testing using test equipment and components from the case revealed that the monopolar foot pedal functioned properly. The tse explained to the site that the da vinci foot peddle only takes the place of the foot peddle of the electrical surgical unit (esu), and concluded that the system may have been improperly set up. The investigation conducted by the field service engineer (fse), found the customer was able to resolve the cautery function issue. The fse concluded that cautery issue experienced by the site was most likely caused by an improperly positioned grounding pad. As of 07/22/2009, there have been no reported recurrences of the issue at this hospital.